Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold measurements and high impedance measurements. The ra lead was removed and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conduction paths consistent with procedural damage. Visual and x-ray examinations did not find any anomalies except for procedural damage.